Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. The battery tube connector plugged back into and received with a constant flashing white light on the display due to vertical cracked lcd controller. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, cracked belt clip rails and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump broke at the track where the clip is inserted. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.